Event description:
Cardiac monitor/defibrillator would not charge or deliver energy during ventricular fibrillation code. Automated defibrillator used to shock pt. Probable pt therapy cable malfunction, no adverse pt outcome from cable problem.